Event description:
It was reported that the patient presented for an explant of left-sided device system due to pocket erosion. The patient noted approximately 1-2 weeks before the procedure, and found a small area of dehiscence at the pulse generator suture line. Mild bleeding/drainage was observed at the site with no device exposure. The patient was asymptomatic and cleaned and dressed the wound himself, as he is a healthcare provider. It was unclear if the physician was initially notified but was made aware a week or so before this procedure. At that time, the device header was noted protruding through an increased rift in the surgical site. After the patient¿s admission for an antibiotic therapy treatment, it was determined that explantation and replacement of the system would be the best. There were no adverse health consequences to the patient.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2025-52157 follow-up number 1: section g3 - date received by manufacturer should have been aug 22, 2025 rather than apr 17, 2025.

Manufacturer narrative:
The reported event of erosion was not confirmed. The device was returned for analysis. Analysis found no anomalies.